Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). B3: unknown day in (B)(6) 2024. D6b: unknown day in (B)(6) 2024. D10: unknown - unknown tibial component - unknown. G2 foreign: france. H6 suggested component code: mechanical (g04) ¿ femur. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised due to pain and loosening. Attempts to obtain additional information have been made; however, no more is available at this time.